Event description:
Additional information received reported no stalls were logged and the same compounding pharmacy was used. It was also reported there was no patient injury and the patient recovered without sequela. It was reported per the hospital notes the chief complaint was a ¿malfunctioning neuro device.¿

Event description:
It was reported the patient experienced withdrawal and underdose symptoms at 1am after a refill and they were headed to an ER. It was noted the logs were checked. It was noted they aspirated the contents of the pump and there was no discrepancy. The patient was fine prior to the refill. The patient status was noted as alive with no injury. The pump was used to deliver hydromorphone, clonidine and bupivacaine. Additional information the same day reported the pump was explanted and replaced the day of report. It was reported the patient was hospitalized. It was stated the patient had nausea, vomiting, sweats, and a sudden increase in pain symptoms. It was noted there was also sweating, flu like symptoms, and less than 50% therapy relief. It was noted the logs revealed no alarms and a rotor study showed normal movement. It was noted the catheter was aspirated in the or for good csf flow. Patient outcome was not provided. Additional information has been requested, but was not available for the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. Eval conclusion codes: is being updated for this event.

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.